Manufacturer narrative:
Intuitive followed up but customer had no additional information. Visual inspection, no issues were found that is related to the report issue. The vsl board was installed onto a golden system where the component functioned as expected. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles & sitting idle for 5 days once the testing was completed, the system error logs were inspected, but no error could be identified. Good video on both eyes with no anomalies. Root cause is attributed to a defective vsl component.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that one console right eye was blue. The surgeon switched to another console to continue the procedure. The csr would be able to power cycle the system after the procedure. The system logs showed 48266 errors on video blend lane (vbl) 2, indicating a possible failure on video slice (vsl) 1. The field service engineer (fse) was to follow up. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video slice board (vsl). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.